Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2018) is known. Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? No.

Event description:
It was reported that during a colorectal surgery, the surgeon unpacked the device to make an anastomosis in rectum. Firstly, he inserted to anvil in proximal part, and right after that he pursed around the anvil carefully. After connecting the stapler to the anvil, he closed the stapler really carefully and it was ready to fire. He waited for amount 30 seconds in order to have a safe firing and anastomosis. Unfortunately, after firing there was bleeding and cutting was done without having any staple. So, the stapler did the cutting part, but without any stapling. Therefore, the surgeon had to unpack a new stapler, and did the anastomosis using another device. There were no patient consequences reported.